Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the screen malfunctioned. It was noted that the screen was very dim and had white spots on the right side and therefore the liquid crystal display was replaced. Analysis also found that the system fan and power supply were noisy, that the tab on the power cord bay door was broken and that the programmer failed the functional vxi test and therefore the power supply, system fan, power cord bay and link electronic module (lem) board were replaced and the lem board calibrated. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer screen malfunctioned. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.